Manufacturer narrative:
The insulin pump was received with blank display due to problem isolated to electronic assembly. Unable to verify software error alarm due to blank display noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.